Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator, and verified the customer reported malfunction. The se re-seated the exhalation module cable to resolve the issue. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that a ventilator failed to power on and was found to be inoperable. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.